Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g4, d8, h2, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic transbronchial lung biopsy procedure, a disposable biopsy valve was used. While injecting anesthetic solution via syringe, foreign material emerged from the distal end of the scope and fell into the patient¿s bronchus. The foreign material was retrieved by suction. The procedure was completed using the same device. Since a component of the biopsy valve was found to be chipped, the foreign material was likely part of the biopsy valve. There were no further reports of patient harm.this event includes 2 reports. This report is 2 of 2.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.